Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled coating on the connecting tube was physical stress such as rubbing or hitting insertion section. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that waterproof failed due to a pinhole on the bending section cover. As a result of this pinhole, the insulation resistance value at the distal end was out of standard. Upon further inspection, it was observed that the coating on the connecting tube was peeled off due to deterioration. It was also observed that corrosion was observed on the electrical connector, scope connector and on the scope identification due to leakage. Also, it was observed that the forceps channel port was corroded. It was observed that the bending tube was dented. It was also observed that the light guide lens was broken. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that there was a black shadow on the image due to a broken charge-coupled device unit. Lastly, it was observed that the suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera bronchovideoscope had leakage from the bending part. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there the coating on the connecting tube was peeled off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.